Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07mar2019. Customer requested part number for thumbwheel. Philips technical support provided p/n 1067580. Customer reports part was received and device was repaired.

Event description:
Customer reports thumbwheel is missing from the stand assembly. No patient/user harm reported. Patient information requested and none was provided. Event date not specified; estimate used.